Manufacturer narrative:
This report is for 2 unknown titanium screws. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This report is for 2 unknown cortex screw self-tapping.

Manufacturer narrative:
A part number range was determined and synthes was able to determine the 510k number. The complained micro screws that were received (part number and lot number unknown) were inspected and photographed under ~25x lighted magnification. It is clear that the majority of the threaded shaft is not present, and a rough break point is apparent. Although the part number was not made available with the returned components, it has been determined that these screws fall into a family of screws 400.526-400.534, documented via drawing 400.503. The screws may have been subjected to torque exceeding the maximum load. A review of the design and risk assessment shows the device is adequate for its intended use. X-rays were taken intraoperatively, therefore an x-ray date was determined from the date of event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An operative delay of 14-30 minutes was reported.

Manufacturer narrative:
Additional narrative: screws belongs to part family part# 400.503 and 400.534 1.0mm ti mf cortex screw self-tapping w/flutes 3mm and 1.0mm ti cortex screw self-tapping 14mm . The exact part numbers cannot be confirmed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two 1.0 mm titanium screws broke below the head during a distal phalangeal fracture. Surgeon left remainder of the screws implanted to serve as k-wires. Surgeon expressed concern regarding the age of screws (10 years) and temperature variance in relation to the breaking. This report is for 2 unknown titanium screws. This is report 1 of 1 for (B)(4).